Event description:
It was reported the device reached elective replacement indicator (eri) earlier than expected based upon programmed settings. Also the right atrial, right ventricular and left ventricular (lv) leads had low impendence. The lv lead also had a high threshold which was chronic. The device was explanted and replaced. The three leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed actual longevity is less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.